Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "granuloma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: pain, nodules on breasts, granulomatosis and "regression of first symptoms".

Event description:
Pharmacist reported right side pain, nodules on breasts, granulomatosis and "regression of first symptoms". It is unclear what symptoms are being referred to as regressing. Device explanted.